Manufacturer narrative:
The implant has not been explanted, so product evaluation is not possible. The pictures of the screw driver were sent to manufacturer for evaluation. From the pictures, the lock screw driver tip appears to be in good condition.

Event description:
It was reported that the patient underwent a cervical procedure at c6/t1 about 5 years ago. The anterior cervical plate and screws were implanted. At the removal procedure after fusion, the screw driver and lock screw stripped and the locking screw could not be removed. The surgeon closed the operative site not to remove the construct.